Manufacturer narrative:
The investigation reviewed the qc data which showed imprecision. The customer did not report any other issues after service. Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated.

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 results from four patient samples tested on the cobas c 503 analytical unit. Sample 1 the initial result was 9.12%. The repeat result was 6.16%. Sample 2 the initial result was 8.4%. The repeat result was 5.72%. Sample 3 the initial result was 9.00%. The repeat result was 7.3%. Sample 4 the initial result was 11.00%. The repeat result was 7.48%. The initial high results were not reported outside the laboratory as they did not match the patient's clinical history.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The field service engineer inspected the analyzer and found one of the solenoid valves leaking. He replaced the valve and ran 100 samples with successful results. He also adjusted the gear pump and performed a photometric check and qcs. The investigation is ongoing.